Manufacturer narrative:
The investigation of access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the access site bleeding was most likely use issue since the blue repositioning hub was implanted too far into tissue tract. The root cause of the limb ischemia cannot be determined since the product was not returned and insufficient clinical details were provided. H10 the investigation results inadvertently omitted on the initial manufacturer device report number 1220648-2025-26443.

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp via the right femoral artery for mechanical circulatory support (mcs). After the implant, the patient developed some oozing from their access site. Forward sutures were placed, and dressings were applied to initially manage the condition. The following day, manual pressure was held on the resulting hematoma and femostop was applied on the site to achieve hemostasis. Impella cp mcs continued for another four days and at this time distal pulse was loss in the impella limb and visible mottling of the right lower extremity was present. The patient was planned for escalation to an impella 5.5 device in response to the condition. The attempt with the impella 5.5 was ultimately unsuccessful and a new impella cp was implanted via an upper artery access. The section of graft was left external to accommodate for repositioning sheath. Due to the patient's size and pre-existing issues with distal perfusion, the team did not want to risk insertion of the repositioning sheath and loss of flow to the right upper extremity (rue). There were positive pulses in the rue, color and temperature within the defined limits. Explant site of femoral impella cp was intact. There was pre-existing bruising from the hematoma related to the initial implant. The team continued to monitor the right lower extremity for return of flow now that the impella cp pump was removed. Long-term plan for the patient was uncertain as the team noted the patient would eventually require a device to provide long-term support as a bridge to transplant or other decision. The patient continued on impella mcs and was noted to be stable with no report or indication of unresolved limb ischemia.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This is one of three device manufacturing reports related to the patient's implant experience. The other two reports are: medical device report for impella 5.5 serial number (B)(6) with date of event 06-feb-2025 and patient identifier ending in (B)(6). Medical device report for impella cp serial number (B)(6) with date of event 08-feb-2025 and patient identifier ending in (B)(6). As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿